Event description:
It was reported that cadd solis vip ambulatory infusion pump alarmed cassette not attached properly. Reattach cassette, during testing. No patient injury reported.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the tamper seal was missing. Functional testing was able to duplicate the reported alarm. The downstream occlusion sensor is defective. Replaced defective dso sensor and device passed functional testing. The root cause of the reported issue was found to be component failure. An internal non conformance report (ncr) has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.